Event description:
On (B)(6) 2011, baxter global pharmacovigilance (gpv) received information from a peritoneal dialysis nurse (pdn) who stated that the patient experienced fungal peritonitis, specific organism and diagnosis date unknown. The nurse stated the patient was hospitalized for the peritonitis coincident with dianeal (B)(4) low calcium and (B)(4) dianeal low calcium (doses, frequencies and lots were not reported). The pdn confirmed the patient was admitted to the hospital on (B)(6) 2011 and discharged on (B)(6) 2011. During hospitalization pd therapy was stopped, the pd catheter was removed, and the patient was switched to hemodialysis. The nurse confirmed that at the time of discharge from the hospital, the patient was recovering. The nurse stated that this was the first case of peritonitis experienced by the patient. The nurse stated that the cause of the fungal peritonitis was unknown and was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.